Manufacturer narrative:
Concomitant medical products: 8780, catheter, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on the right ventricular (rv) lead. It was also reported that due to the low impedance magnetic resonance imaging (MRI) lock out mode was observed and the implantable pulse generator (ipg) could not be programmed to MRI surecan mode. The patient was unable to receive an MRI. The device and lead remain in use. No patient complications have been reported as a result of this event.